Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise signals which led to inappropriate mode switch and no pacing inhibition was noted. This ICD lead remains in service. No adverse patient effects were reported.